Manufacturer narrative:
The product is expected to be returned for analysis, but has not yet been received. Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for related events occurring in the same patients.

Event description:
This female patient was admitted for coronary evaluation. Angiography revealed a 90% diffuse, de novo, heavily calcified lesion in the left main artery (lma) extending through the mid-lad. The lesion also extended across the bifurcation and into the ramus intermediate artery. The vessel was described as moderately tortuous. The ramus was pre-treated with rotablator with a 1.5mm burr. The lesion was then pre-dilated with a 2.5 x 15mm balloon. A 2.5 x 23mm cypher stent was deployed to 16 atms. The stent was post dilated via secondary inflation to 24 atms. Then, the mid-lad was predilated with a 2.5 x 15 mm balloon. A 3.0 x 18mm cypher stent was advanced toward the lesion; however, it could not track to the target due to calcification. The device was withdrawn and rotablator was conducted. The 3.0 x 18 cypher stent was then successfully delivered to the site and was deployed, but when pressure reached 12 atms, the physician observed a leak in the proximal section of the balloon. A minor dissection was also observed. The stent had been deployed, so a balloon catheter ( details unknown) was used to post-dilate the stent to ensure complete expansion. Because the dissection healed during the procedure, there was no actual treatment conducted for the dissection. Finally, a 3rd cypher stent was implanted in the lma extending into the proximal lad, and the procedure was successfully finished. After the procedure, the tech was flushing the stent delivery system from the 1st implanted cypher stent (2.5 x 23mm) and found a leak in the distal shaft, just proximal to the proximal balloon seal. The balloon was pressurized with the inflation device, however, it did not inflate at all. The physician reviewed the procedural films and confirmed that balloon leakage had occurred during post- dilation of the first stent. There was no patient injury associated with this balloon leak.